Event description:
In 2002 end-user's parent called medtronic minimed USA and stated that the end-user were was admitted to the hosp this am. Ath infusion set was leaking at the connection of the reservoir. In october 17, 2002 maersk medical received the complaint and 1 used tubing.